Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and then transferred to the intensive care unit due to high blood glucose over 800mg/dl. It was stated that the customer was throwing up. Troubleshooting was performed. It was stated that the customer was treated with the insulin pump and manual injections. No further info was provided.